Event description:
Initial reporter indicated that their (B) (4) handheld computer was freezing on the interrogation successful screen. A flashcard reinsertion resolved the reported issue and the handheld was able to successfully interrogate. The handheld computer contained (B) (4) programming history.